Event description:
It was reported that on (B)(6) 2011 the lead exhibited loss of capture and low impedance. On (B)(6) 2011 the patient presented to the hospital (unrelated to the device) and the lead exhibited loss of capture. The physician would monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.